Event description:
It was reported that thoracic procedure, the device cut but did not staple. It is believed sutures were used to complete the procedure with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.